Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated prox rca and 1st diag with two xience v stents. In 2009, the patient experienced shortness of breath with wheezing and was hospitalized. The patient was given prednisone as treatment and angiogram revealed >=70% and <100% stenosis within the prox rca. Reported treatment was balloon angioplasty and implantation of another company's des stent. There is no additional event or patient information available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering concluded that restenosis in the IFU, is a known adverse event associated with coronary stenting. Additionally, restenosis, dyspnea, and hospitalization are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. It is possible that the dyspnea is a secondary effect of the restenosis, in which the patient was reportedly treated with balloon angioplasty, another des, and hospitalized. In this case, a conclusive cause for all the patient effects and the relationship to the device, if any, cannot be determined.